Event description:
During a ptca/ atherectomy treatment procedure, the nc monorail 20/3.0 mm balloon ruptured, the shaft of the catheter broke, and the pt later expired. The lesion being treated was a heavily calcified lesion in the left anterior descending coronary artery. The lesion was treated with a rotablator prior to ptca with the nc monorail 20/3.0 mm balloon, which ruptured (lengthwise) during inflation. As the balloon catheter was removed, some resistance was felt. The physician pulled harder to remove the device, and the shaft of the catheter stretched, then broke and embolized. This portion of the device was successfully snared and removed from the pt. The physician decided not to continue intervention, but inserted a temporary pacer ans sent the pt back to the floor. The pt expired short time after the procedure. Additional info has been requested regarding this event.